Manufacturer narrative:
Patient information was unavailable. A manufacturer representative went to the site to test the equipment. It was found that system needed a new mobile view station (mvs) interface cable. The mvs interface cable was subsequently replaced. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable was returned to the manufacturer but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take fluoro imaging during the procedure. It was noted that the site did not try to use the footswitch. There was no impact on patient outcome due to this issue.

Manufacturer narrative:
Device evaluation: analysis was completed for the mobile view station (mvs) interface cable that was returned. Through visual/physical examination and performance testing, the reported issue was confirmed. The mvs interface cable failed the bench test; testing resulted in an open connection. It was determined that there was an electrical failure with the mvs interface cable. If information is provided in the future, a supplemental report will be issued.